Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was capped on (B)(6) 2017 due to oversensing, pacing inhibition, and high impedances. Under x ray the lead was found fractured. No adverse patient events were reported. Should additional information become available this file will be updated.